Manufacturer narrative:
Correction to h6(health impact code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "incorrect drilling occurred during distal locking of a gamma nail (length 200 mm)." Pre-operating testing and final imaging were conducted. The surgery was completed using the free-hand technique. The activity level of the patient was normal and the patient was compliant to mobilization instructions from the surgeon.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "incorrect drilling occurred during distal locking of a gamma nail (length 200 mm)." The surgery was completed using a free-hand technique.